Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the reverse locking mechanism was blocked and the control element was deformed, bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive reverse locking mechanism was blocked. It was also noted that the device failed test for reverse locking mechanism, air hose coupling, triggers for forward and reverse mode, excessive noise and untrue running. It was noted in the service order that the device button was stuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.